Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) who was receiving morphine (unknown) and fentanyl at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that the patient read on the guidelines that the pump could cause distortion on the magnetic resonance imaging (MRI) and asked if maybe they should not do the MRI. The patient was scheduled to have an MRI and was going to get sedated. They wanted to know if it was safe. The patient stated they were thinking about getting their pump removed. The patient did not know if the pump helped at all since the implant. The MRI was to check the patients back to see what was going on because the pain was getting worst. The patient asked if the physician were going to wean them off from the medication before removing the pump. Patient services reviewed medtronic was not medically trained and not trained in medication and reviewed it was the physicians discretion and redirected to physician. Troubleshooting was not required. The issue was not resolved as tro ubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue.